Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results for a patient. The following data was provided: initial result = 0.004 miu/l, repeat result 2 days later = 0.8 miu/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Internal alinity I tsh assay data consisting of statistical process control (spc) tracking was reviewed and did not identify a performance issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I tsh reagent for unknown lot number was identified.